Event description:
The customer reported that the system showed signs of continuing to emit x-rays when the foot switch was released. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.